Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male morbidly obese with patient medical history (pmhx): hypertension (htn), diabetes mellitus (dm), coronary artery disease (cad) who was recently diagnosed with flu 2 weeks ago had impella cp pump inserted in the right femoral artery without issues. Patient went into ventricular tachycardia (vt) arrest due to reperfusion and was shocked once. A large hematoma was noted at the impella site and bleeding as a result a topical thrombin was placed, and patient was taken to the intensive care unit (ICU).

Manufacturer narrative:
The antiplatelet drug: aggrastat may have limited hemostasis at the access site. A definite cause for bleeding around the repositioning sheath was unable to be determined.